Manufacturer narrative:
Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported experiencing occlusion problems during a cataract procedure. The case was completed by replacing the tip of the phaco handpiece. There was no harm to the pt.